Manufacturer narrative:
Initial.

Event description:
It was reported that after a dexcom g6 continuous glucose monitor (cgm) sensor replacement and during the warm-up period without active cgm data, the patient consumed a high-carbohydrate meal and entered a meal announcement that was believed to be inaccurate, after which the ilet user observed elevated cgm glucose readings initially at 371 mg/dl, trending down to 365 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no alerts or alarms and no need for emergency care or hospitalization. Investigation included remote troubleshooting and education, confirmation of the highest glucose value, and a recommendation to verify with a fingerstick, which was not performed at the time. Investigation of this case revealed that the hyperglycemia was associated with incorrect meal size entry during a cgm warm-up period, with the device otherwise operating and displaying data without alarms. It was concluded, based on previously established findings for similar reports, that user interaction related to meal announcement and timing during cgm warm-up was the most probable cause.